Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, this chronic transvenous right ventricular (rv) lead was found to exhibit pacing impedance measurements of 2200 ohms when measured via pacing system analyzer (psa). When connected to the new device, pacing impedance measurements were again greater than 2000 ohms. Historical rv pacing impedance measurements had been in the 1800-1900 ohm range.

Manufacturer narrative:
The physician elected to retain this chronic rv lead, which remains in service with the patient's new device. Rv lead sensing was acceptable, and defibrillation threshold testing was successful with this rv lead. No adverse patient effects were reported in this event. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Additional information was received indicating this rv lead continues to exhibit high pacing impedance measurements. The local area field representative reported the lead is additionally exhibiting high pacing threshold measurements. The physician plans to continue monitoring the situation and there are no plans for a lead revision. No adverse patient effects were reported.